Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
An account manager reported on behalf of a facility representative, that during intraocular lens (iol) implantation, the doctor inserted iol and thought that it looked a bit opaque or cloudy. The tech who loaded the iol in the inserter had not noticed any issue. The reporter also thought the iol, before fully opening, looked a bit cloudy. This account does warm the lenses to body temperature before insertion. Additional information was requested.